Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead had exhibited oversensed noise prior to a recent battery replacement procedure. Review of recently stored episodes also revealed ra undersensing and non-capture with threshold measurements of 4.5@0.4ms. Additionally, this ra lead exhibited low out-of-range pace impedance measurements less than 200 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This ra remains in service. No adverse patient effects were reported.